Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the air leak was reported.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. The reported issue could not be confirmed. The arctic sun stat was evaluated upon receipt. During the evaluation it was found that the reported issue regarding the air leak could not be confirmed. No repairs were completed because the reported issue could not be confirmed. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. Blunt force to the console causing several components to be cracked or bent. Right caster was stuck in the locked position due to mechanical failure within the caster. A 2000-hour pm will be performed. The 115v chiller assembly, control panel assembly, connector panel bracket, front panel, back panel, left panel, right panel and front right caster will be replaced. Pm includes servicing of the circulation pump, mixing pump, replacing the evaporator outlet tube, replacing the double-bend tube, replacing the heater and its foam and replacing the manifold o-rings. Pump hours will be reset to ¿0¿. Coin cell will be replaced due to age. Unit will be cleaned. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. DHR, risk, and labeling reviews are not required as the reported event is unconfirmed. No additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the air leak was reported. Per follow up information received via task on 11aug2025, it was reported that yes, device was sent to bd for repair and was due for the two-year preventive maintenance and leaking during annual pm testing. There was no patient involvement at the time of the malfunction. Per sample evaluation results received via task on 16dec2025, it was reported that the blunt force to the console/device found in wo-(B)(4) and an additional complaint for the right caster stuck in the locked position due to mechanical failure within the caster.